Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 12, 2009. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on march 25, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample found no visual problems. Functional testing was performed on the returned footswitch. The system displayed system message (sm) which is consistent to the reported event. This system message can be attributed to a nonconforming footswitch printed circuit board (pcb) root cause the system was found to meet specification. However, the root cause of the reported event can be attributed to a nonconforming footswitch printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that prior to a cataract extraction with intraocular lens implant procedure the system was not responding with the footswitch. The surgery was started and completed using an alternate system. There was no patient involvement. A sample is expected to be returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).